Event description:
During the 3 days post implant follow-up of the device involved in this report, some inconsistencies were visible in the printout and the graphical user interface regarding rest rate value.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.